Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the a2/p2, and the leaflets were successfully grasped. Establishing final arm angle (efaa) was successful and the physician began removing the lock line. After retrieving approximately 10-15 cm of the line it became stuck. After several failed attempts to move the lock line the physician decided to remove the clip from the patient. Two new mitraclips were used to successfully complete the procedure reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is retained by hospital and returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a